Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a peritoneal dialysis catheter. The customer reports the pt had a hole in his quinton curl catheter, located at the end of the adapter. Catheter was repaired, not replaced. Pt required prophylactic antibiotics.